Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change and resets time/date to factory default due to voltage leak at interface board. However, unit passed the self-test and displacement test. No unexpected reset alarm noted during testing. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had restart alarm. Customer stated they changes infusion set and battery, the insulin pump starts count from 0 to 6. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.